Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level ranging from 500-1000 mg/dl. Customer gave a correction bolus via the pump and drink water to address the bg level and went to the emergency room (ER) on (B)(6) 2023. Customer was treated with intravenous fluids of saline and insulin. The customer was discharged from the ER 1 hour later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered. Although requested, contact declined to upload the pump and further assistance from tandem technical support. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.